Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. As per the instructions for use (IFU) manual: "after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance" p.5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cable of the autoclavable camera head was incorrectly reprocessed. There was no patient involvement.